Event description:
It was reported that during a cholecystectomy procedure, the sheath of the device got a hole. The electric pole got stuck with the hole and water leaked from there. The same event occurred in the second device. Another third device was used to complete the case. There were no adverse consequences to the pt. Both devices were discarded.

Manufacturer narrative:
Info is unavailable; device was not returned for eval.